Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery the excessive no delivery and displacement test. No motor error alarm noted. Motor passed motor test. Pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer's blood glucose dropped down to 21 mg/dl. Customer was treated with food. It was reported that customer was shaking badly. It was reported that insulin pump had previously received a motor error alarm which was cleared. Troubleshooting was performed and insulin pump would be replaced per customer's request.